Manufacturer narrative:
The investigation for the reported pump not detected issue has been completed. The product was returned, (the return date is unknown) and the issue was confirmed. Console logs from the reported day of event are consistent with complaint and show that pump was connected (detected) twice but its eeprom was unable to be read, due to an unspecified communication issue between epc and epm (impellatronic). A third connection was successful (after initial problems reading the first section of eeprom) and the pump was detected and started, and ran for 1 hour, before console was powered down. During testing in danvers we were able to reproduce eeprom reading issues, but of a different nature than those experienced in the field: our tests showed instances of data corruption during i2c transmission from pump eeprom to eep/epm. Serial communication issues between epm and epc were not reproduced. Nevertheless, the issue was most likely due to impellatronic malfunction. There was also a prior complaint with same symptoms. Per the results of the clinical review and investigation, the root cause was most likely a defective impellatronics board. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary insertion was on an automated impella controller (aic) for mechanical circulatory support. While on support, a pump emitting a "pump failure" alarm when plugged into the aic controller. A new pump was used without any harm to the patient. Console was found to be a possible contributing factor in this event, upon investigation. It was noted that the patient was not effected.